Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non-bsc right ventricular (rv) lead triggered an alert for an abrupt increase in shock lead impedance to high, out of range values. It was recommended to bring patient into office to evaluate with shock vector breakdown. The crt-d and the non-bsc lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).